Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error (b30) communication error caused by a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error (b30), the universal cord is broken, and the sheath is aged and wrinkled. There was no patient involvement.